Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood leak occurred during therapy using a prismaflex m150 set ckt. The reporter stated that the machine presented an alarm after 2 hours of therapy. Upon investigation of the alarm, blood leakage was found at the arterial pod. The treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Blood was observed on the surface of the post blood pump pressure sensor. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.